Event description:
It was reported the customer had a blank display. Customer also stated their insulin pump alarmed battery out limit shortly after the blank display occurred. Troubleshooting did not find any damage to the customer's battery compartment. The customer was also advised a battery out limit alarm may indicate a loose battery cap. Customer's blood glucose was 203 mg/dl. Advised the customer to monitor their insulin pump closely. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.